Event description:
It was reported that one year prior to surgery the patient complained of pain. After examination at the hospital it was confirmed that the patient had an infection. After receiving treatment to address the infection, the spectra penile prosthesis (spp) device was explanted and a new spp device was implanted. The physician does not believe the device caused or contributed to the infection. The replacement surgery was successful and the patient 's condition improved.

Manufacturer narrative:
Device evaluation: allegation related to infection and pain was reported. The spectra cylinders were visually and functionally tested. Both cylinders passed the bend test with a force readout of less than 1390 grams. The cylinders therefore performed within specification. Product analysis was unable to confirm the reported event. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific.

Event description:
It was reported that one year prior to surgery the patient complained of pain. After examination at the hospital it was confirmed that the patient had an infection. After receiving treatment to address the infection, the spectra penile prosthesis (spp) device was explanted and a new spp device was implanted. The physician does not believe the device caused or contributed to the infection. The replacement surgery was successful and the patient's condition improved.